Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a major bacterial driveline infection that was treated with drug therapy only and was clearly device related as the pus drainage originated from the driveline penetration site. The patient was admitted from (B)(6) 2026 for respite, cardiac rehabilitation and antibiotic administration.